Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 2 reports which is linked to mfg report number 3004608878-2020-00760. A facility reported that the locking mechanism of the mayfield skull clamp (a1059) needs to be repaired. It is unknown if there was patient involvement or if the device failure led to patient injury or surgical delay.

Manufacturer narrative:
UDI: (B)(4). Mayfield skull clamp (product ID: a1059) was returned for evaluation. The reported complaint was confirmed. Evaluation showed that the lock has rotational and lateral movement and a residue buildup is present. The unit needs repair, and replacement of worn parts. General maintenance and cleaning required. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.